Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet insulin pump was dropped from a table and the device housing and screen split, resulting in a nonfunctional display and trouble using the device. Symptoms included no injury to the user. Outcomes included interruption of pump use with transition to subcutaneous insulin by pen and continued cgm use via the dexcom app or receiver. Investigation included a review of the reported mechanical damage and device use history as available, along with instructions provided to shut down the device via menu, settings, other, shut down to avoid further alerts. Investigation of this case revealed damage consistent with accidental impact and a broken or delaminated screen, with no evidence of device-generated alerts or alarms. It was concluded that the event was due to physical damage from a drop, not a malfunction of the device, and a replacement ilet was arranged with instructions to return the original device using the provided shipping label, acknowledging that data would not transfer and that start-up on the replacement would be required.